Event description:
It was reported that this patient had an inflatable penile prosthesis (ipp) implanted. The patient presented at urgent care for an assumed urinary tract infection, and was put on antibiotics. Shortly after, the patient was admitted for an emergency surgery due to a ruptured appendix and acute kidney injury; it was found the reservoir was malpositioned as it was dangling in the abdomen like a poendulum and therefore, it was removed. Further actions will be taken to evaluate the next steps on the replacement of the reservoir.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Additionally, the reported malposition of the reservoir was not confirmed; however, the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Therefore, it is determined that a unintended use error could have caused or contributed to the reported event, as it is possible that the component was malposition in error upon original procedure.

Event description:
It was reported that this patient had an inflatable penile prosthesis (ipp) implanted. The patient presented at urgent care for an assumed urinary tract infection, and was put on antibiotics. Shortly after, the patient was admitted for an emergency surgery due to a ruptured appendix and acute kidney injury; it was found the reservoir was malpositioned as it was dangling in the abdomen like a poendulum and therefore, it was removed. Further actions will be taken to evaluate the next steps on the replacement of the reservoir.

Event description:
It was reported that this patient had an inflatable penile prosthesis (ipp) implanted. The patient presented at urgent care for an assumed urinary tract infection, and was put on antibiotics. Shortly after, the patient was admitted for an emergency surgery due to a ruptured appendix and acute kidney injury; it was found the reservoir was malpositioned as it was dangling in the abdomen like a pendulum and therefore, it was removed. Time later, the patient underwent the surgical procedure to place the reservoir. However, at the moment of the surgery, it was noted that the pump was not working properly. Therefore, the physician decided to replace the pump and cylinders as well. There were no patient complications reported. This report is being submitted to address updated information regarding the reservoir placement surgery.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Additionally, the reported malposition of the reservoir was not confirmed; however, the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Therefore, it is determined that a unintended use error could have caused or contributed to the reported event, as it is possible that the component was malposition in error upon original procedure. This report is being submitted for the same patient as manufacturer report 2124215-2024-83769.